Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised that the computer fru had to be replaced. The customer decided to call back later. No conclusion can be drawn at this time.